Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd medication cassette was returned for analysis in used condition without its original packaging. Visual inspection showed no damages or defects. Functional testing involved infusing water into cassette bag with a syringe. A leak was detected at the pump tube, a cut was found. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing. The investigation determined a possible, but unconfirmed, source of the reported issue to be that it became damaged after leaving smiths medical. Based on evidence and investigation, the complaint allegation was confirmed; however, the problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cassette had liquid that was not inside the pouch but inside the cassette. This was found during filling of the cassette. When the cassette was flipped over, the liquid came out of the top of the cassette. Switching cassettes resolved the issue. There were no reported adverse events.